Event description:
According to the initial reporter: given embedded legs (penetration of 2 legs of the filter into the duodenum), a 14fr excimer laser sheath was employed at the filter retreival procedure. The day after retrieval, the patient developed fevers and 8 days later he underwent CT of the chest, abdomen and pelvis. Chest CT showed multiple cavitary nodules, pulmonary emboli (not shown) and new ivc clot with a small focus of gas at the cranial aspect of the clot (d + e). After filter placement cranial to this clot (f) and subsequent clot aspiration 20 french flowtriever® aspiration device (inari medical, irvine, ca), cavagram showed a fistula to the duodenum (g). After the patient was placed on antibiotics and anticoagulation, bacteremia and ivc clot resolved. Patient outcome: according to the initial reporter, the patient did experience adverse effects due to this occurrence. The patient did require additional procedures due to this occurrence.